Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a physician from (B)(6) of peritonitis, fluid overloading and cloudy effluent in a patient (age not reported) coincident with extraneal viaflex and physioneal 40, unknown bag therapies, (lot number not reported). On an unreported date, the patient began treatment with extraneal viaflex (dose and frequency not reported) and physioneal 40, unknown bag (dose, frequency and lot number not reported) intraperitoneally (ip) for automated peritoneal dialysis (apd) and renal insufficiency. On (B)(6) 2011, the patient experienced peritonitis and began remedial therapy with an unspecified antibiotic (dose, frequency and route not reported). On an unreported date, the patient was switched to continuous ambulatory peritoneal dialysis (capd) and extraneal viaflex was temporarily withdrawn. On (B)(6) 2011, the patient was hospitalized for the peritonitis. On (B)(6) 2011, the physician reported that the peritonitis had improved, but due to the patient's fluid overloading, a single administration of extraneal viaflex was given. The physician stated that the event of fluid overloading was due to extraneal viaflex therapy being withdrawn. It was not reported whether the event of fluid overloading had resolved. On an unreported date, after the single administration of extraneal viaflex was given, the patient experienced cloudy effluent. On (B)(6) 2011, remedial therapy was discontinued, the event of peritonitis had resolved and the patient was discharged from the hospital. On that same date, extraneal viaflex was administered and the patient experienced cloudy effluent. On an unreported date, extraneal viaflex was withdrawn. On (B)(6) 2011, the event of cloudy effluent had resolved without any remedial therapy rendered. Physioneal 40, unknown bag therapy, was ongoing. Concomitant medications were not reported. The physician considered the events of peritonitis and cloudy effluent to be related to extraneal viaflex therapy and did not consider the physioneal 40 as suspect. The physician did not provide an assessment of causality for the event of fluid overloading.